Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.10 ng/ml on a patient presented in the emergency room. I-stat results (ng/ml): first: 0.10. Second: 0.06 (same sample 40 minutes later). Third: 0.00 (same sample 30 minutes later). The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).